Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('constant bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cerebrovascular accident ("multiple strokes"), transient ischaemic attack ("tia"), haemorrhage ("hemorrhage"), menstruation irregular ("horrible menstruation"), cardiac disorder ("heart is weak"), insomnia ("insomnia"), migraine ("migraines"), visual impairment ("bad vision"), autoimmune disorder ("possible autoimmune issues"), pain ("sore"), swelling ("swollen"), depression ("depressed"), suicidal ideation ("suicidal") and headache ("headache"). The patient was treated with surgery (2 ablations and d and c) and transfusion. At the time of the report, the genital haemorrhage, cerebrovascular accident, transient ischaemic attack, menstruation irregular, cardiac disorder, insomnia, migraine, visual impairment, autoimmune disorder, pain, swelling, depression, suicidal ideation and headache outcome was unknown. The reporter considered autoimmune disorder, cardiac disorder, cerebrovascular accident, depression, genital haemorrhage, haemorrhage, headache, insomnia, menstruation irregular, migraine, pain, suicidal ideation, swelling, transient ischaemic attack and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: autoimmune disorder, cardiac disorder, cerebrovascular accident, depression, genital haemorrhage, haemorrhage, headache, insomnia, menstruation irregular, migraine, pain, suicidal ideation, swelling, transient ischaemic attack and visual impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('constant bleeding / hemorrhage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cerebrovascular accident ("multiple strokes"), transient ischaemic attack ("tia"), menstruation irregular ("horrible menstruation"), cardiac disorder ("heart is weak"), insomnia ("insomnia"), migraine ("migraines"), visual impairment ("bad vision"), autoimmune disorder ("possible autoimmune issues"), pain ("sore"), swelling ("swollen"), depression ("depressed"), suicidal ideation ("suicidal") and headache ("headache"). The patient was treated with surgery (2 ablations and d and c). At the time of the report, the genital haemorrhage, cerebrovascular accident, transient ischaemic attack, menstruation irregular, cardiac disorder, insomnia, migraine, visual impairment, autoimmune disorder, pain, swelling, depression, suicidal ideation and headache outcome was unknown. The reporter considered autoimmune disorder, cardiac disorder, cerebrovascular accident, depression, genital haemorrhage, headache, insomnia, menstruation irregular, migraine, pain, suicidal ideation, swelling, transient ischaemic attack and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media :autoimmune disorder, cardiac disorder, cerebrovascular accident, depression, genital haemorrhage, haemorrhage, headache, insomnia, menstruation irregular, migraine, pain, suicidal ideation, swelling, transient ischaemic attack and visual impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event ¿hemorrhage¿ was deleted and this information was added in the as reported term of the event ¿genital bleeding¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('constant bleeding / hemorrhage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cerebrovascular accident ("multiple strokes"), transient ischaemic attack ("tia"), menstruation irregular ("horrible menstruation"), cardiac disorder ("heart is weak"), insomnia ("insomnia"), migraine ("migraines"), visual impairment ("bad vision"), autoimmune disorder ("possible autoimmune issues"), pain ("sore"), swelling ("swollen"), depression ("depressed"), suicidal ideation ("suicidal") and headache ("headache"). The patient was treated with surgery (2 ablations and d and c). At the time of the report, the genital haemorrhage, cerebrovascular accident, transient ischaemic attack, menstruation irregular, cardiac disorder, insomnia, migraine, visual impairment, autoimmune disorder, pain, swelling, depression, suicidal ideation and headache outcome was unknown. The reporter considered autoimmune disorder, cardiac disorder, cerebrovascular accident, depression, genital haemorrhage, headache, insomnia, menstruation irregular, migraine, pain, suicidal ideation, swelling, transient ischaemic attack and visual impairment to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media :autoimmune disorder, cardiac disorder, cerebrovascular accident, depression, genital haemorrhage, haemorrhage, headache, insomnia, menstruation irregular, migraine, pain, suicidal ideation, swelling, transient ischaemic attack and visual impairment. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. Follow-up 2 and 3 processed together. On 23-mar-2020: social media received. Reporter added. Follow-up 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.